Event description:
It was reported that the infusion device shut off without first providing an error or alert message.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The user called back on (B)(6) 2023 and reported that they had discontinued using the infusion device on (B)(6) 2023, due to the previously reported alert/error missing allegation. After disconnecting from the pump the user went back to multiple dose therapy. She reported that she didn't adapt to this type of insulin therapy and on (B)(6) 2023 she went to the hospital and was diagnosed with diabetic ketoacidosis. It is unknown what type of treatment the customer received at the hospital or how long she was hospitalized.

Manufacturer narrative:
Section d4: the catalog number and UDI # were corrected based on the returned product.